Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for eval.

Event description:
Biomed reported the following: received an lvp with note on it: "tubing leak; shock to nurse". There was no report of pt or user harm. There was no report of medical intervention. Customer stated that no add'l event or pt info is currently available.